Event description:
Country of complaint: (B)(6). The needle is detached from thread. During a liver transplant from the sachet the needle fell out.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 5 closed sample. Tested the needle attachment of the closed samples rec'd and the results fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint not justified. Corrective/preventive actions: na.